Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the failure was due to an inability to recover the drawer. A field service engineer confirmed that the issue was resolved by customer. The device functioned as intended after the customer resolved the issue.

Event description:
It was reported when using the pyxis medstation es system had drawer latch failure. The customer reported there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.